Manufacturer narrative:
The device evaluation was completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection, leak testing, clamp function testing and clear passage testing were performed along with simulation of actual therapy. The reported leak was verified by visual and functional testing. The leak was determined to be due to the drain line separating from the cassette. There was visible solvent on the tubing that was identified. Once the separated drain line was assembled to the cassette, the test therapy was run with no issues or alarms. The cause of the separated drain line was determined to be due to a manufacturing issue of insufficient bond. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The event/therapy occurred on an unspecified date in (B)(6) 2017. The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tube that connects to an amia automated pd cycler set came apart and leaked. The leak was from a tube attached to the cassette and it was not the patient line. This event occurred during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.